Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. There was no adverse impact to customer's blood glucose level. The customer reverted to manual insulin therapy.